Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced low blood glucose of 38 mg/dl on (B)(6) 2019 and paramedics were called. Customer was not taken to the hospital but was treated by paramedics. Customer was treated with intravenous. Customer began to experience low blood glucose on (B)(6) 2019. Customer reported that prior to the incident, the blood glucose was high at 300 mg/dl and treated with manual injection. Customer then went to sleep and awoke with low blood glucose of 53 mg/dl, customer treated with food and a couple of hours later, customer¿s blood glucose dropped to 38 mg/dl and that¿s when paramedics were called. Customer reported that insulin dripped or squirt from end of set before connecting. Customer alleges that insulin pump was over delivering. Customer declined further troubleshooting. Products are expected to return for failure analysis.